Manufacturer narrative:
Result: faulty foot-end lift motor coupler.

Event description:
It was reported by service report that the foot-end lift was stuck in mid position, and unable to ascend or descend. No pt involvement or adverse consequences were reported.